Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer was using a maryland bipolar forceps instrument. The instrument movements were not intuitive motion. They removed the instrument and found the instrument cables were loose. They replaced it with a like instrument and had no further issue with non-intuitive instrument movements. The procedure was completed as planned with no reported injury.